Event description:
On (B)(6) 2009, an ipp was implanted. On (B)(6) 2011, the pump component was removed and replaced due to "auto inflation." No pt complications have been reported.

Manufacturer narrative:
The pump was returned for analysis. The pump performed according to specs.